Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the ligamax clip scissored and didn't form correctly. No patient consequences. Finished case with a new device.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2019. Batch # t93g4c. Investigation summary the analysis results found that the el5ml device was returned with no damage in the external components. In addition, a scissored clip was returned inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. In addition, the device locked out as intended. The event/complaint described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.